Event description:
On (B)(6) 2012 customer reported that the dxc 600 pro instrument generated a false high calcium (calc) result of 10.6 mg/dl for 1 patient sample. The result was reported out of the lab. When the issue was noticed, the sample was rerun on the other dxc in the lab, with a result of 9.6 mg/dl, and the report amended. Patient information was not provided. Customer stated that the event occurred after the calc electrode tip was changed as part of routine maintenance. After changing the tip, quality control (qc) was high and outside lab-established ranges. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts directed the customer to replace the calc tip and call back if this did not resolve the issue. As of (B)(6) 2012 the customer has not reported any further issues.